Event description:
Pressure wire would not normalize. When trying to normalize it would show a huge spike afterwards. It was unplugged and plugged back in and tried to normalize several times, but it wouldn't work. A new one was used and worked fine.